Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient complained of pain at site of battery and was not getting good pain relief. Rep reported the patient developed an infection at the battery site and anchor site. They were sent to wound management where the physician "dug out or around" battery pocket according to patient. Rep met with patient for the first time after post implant and re-set their programs for baseline dtm. Rep will call every 4 days to assess pain relief and will go through all groups. Issue not resolved yet.